Event description:
The patient presenting to the emergency room, while on vacation in tunisia, having experienced inappropriate high voltage therapy. The device was interrogated, far-field p-wave oversensing was noted on the right ventricular (rv) lead. Additional, undersensing on the discrimination channel of the device. The device was reprogrammed as an interim solution. When the patient returned home, they were be seen in clinic for further review. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of far p wave oversensing and undersensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.